Manufacturer narrative:
One 5f pacel bipolar pacing catheter, flow directed, was visually inspected and functionally tested. The measured resistance value for the tip electrode circuit was out of specification; an open circuit existed at or near the tip electrode. The measured resistance value for the ring electrode circuit was within specification. Both shrouded connectors displayed dimpling consistent with locking into an electrical receptacle. No other visual anomalies were noted in the catheter body, bifurcation, ring or tip electrodes, or connector pins. No other anomalies were noted. An internal corrective action exists to address open circuits on the pacel pacing catheter. The pacel flow directed pacing catheter recommended shelf life is 18 months as marked on the package. Storage beyond the indicated package expiration may result in balloon deterioration. Resterilization will not extend shelf life.

Event description:
It was reported that the pacel bipolar pacing cath 5f flow directed rt crv was used. The device was connected to a pacing machine when a 'bip bip" sound was heard and no signal was detected or shown. After forty-five mins of repositioning, the device was unresponsive. Another temporary pacing catheter was successfully used. The pt's heart rate was around forty and the blood pressure was low.